Event description:
Ous MDR - boston scientific received info that during an implant procedure, the physician noted a suspected helix issue with the right atrial (ra) lead. Ra measurements were within normal range. When the physician proceeded to connect the lead to the ICD, a review of the electro-gram (egm) revealed a decrease in sensing. Fluoroscopy was performed and confirmed that the helix remained in a retracted position. The physician proceeded to reposition the ra lead into the right atrium appendage. Again, this was done without any problems and a review of the pacing system analyzer (psa) revealed all measurements were within normal range. The physician proceeded to close the pocket. After closing the pocket, during the last fluoroscopy, it was noted that the ra lead had dislodged into the right ventricle and the helix remained in the retracted position. Subsequently, the pocket was reopened; the lead was removed, replaced and returned for analysis. A visual inspection of the lead confirmed that the helix was in a retracted position. No adverse pt effects were reported.

Manufacturer narrative:
Ous MDR.